Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported unexpected system behavior involving the information center ix and alarms. The customer said they would note a message some ECG alarms off and during that time alarms were sounding however when the message was not present, alarms would not always sound. The device was in use monitoring patients. No adverse event was reported.